Event description:
Two separate maxfire suture anchors predeployed the second implant while inserting. The first implant was detached from the second and was not removed from pt. The implant left behind is not serving its intended purpose. The case was extended approx 15 minutes.

Manufacturer narrative:
User facility; hospital, while advancing the second anchor (red trigger) the user slightly retracted it twice. This stripped the anchor off the inserter assembly causing a pre-deployment.